Manufacturer narrative:
(B)(4)

Event description:
It was reported the device could not be interrogated when last seen in (B)(6) of last year. There was no source of electromagnetic interference present during the failed interrogation. Performing a complete device download was unsuccessful. The patient was sent home with an inductive transmitter. No further information is available.